Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrovideoscope had a crack on the distal end/a gap had occurred. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, it was found that the forceps cover was missing. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the crack on the distal end could not be determined. Based on the results of the investigation, the definitive root cause of the missing forceps cover could not be determined. Olympus will continue to monitor field performance for this device.